Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on january 11, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted in the bile duct during a biliary drainage procedure performed on (B)(6) 2023. During the procedure, the first flange failed to expand after being deployed. The stent was removed from the patient partially deployed and another axios stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.